Event description:
Caller states that during a correlation study, the pt tested 5.5 inr on the coaguchek system and 4.2 inr on a comparison lab. Coumadin was adjusted based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.